Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 9/07/2017: the device was returned to animas and evaluated by product analysis on 8/10/2017 with the following results: multiple call service 087 alarms observed in black box. Pump powers on to a call service 069 alarm. Unable to perform steps 10, 11, 13, 17-22 due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39). . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.